Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated: medtronic product did not cause or contribute to the observed deaths or non-death adverse events; unique device identifiers were not known; and no products were available for return to medtronic. No further details were provided.

Manufacturer narrative:
Citation: kedhi et al. Transcatheter aortic valve implantation and fractional flow reserve-guided percutaneous coronary intervention versus conventional surgical aortic valve replacement and coronary bypass grafting for treatment of patients with aortic valve stenosis and complex or multivessel coronary disease (tcw): an international, multicentre, prospective, open-label, non-inferiority, randomised controlled trial. Lancet. 2025 dec 21;404(10471):2593-2602. Doi: 10.1016/s0140-6736(24)02100-7. Epub 2024 dec 4. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter aortic valve implantation and fractional flow reserve-guided percutaneous coronary intervention versus conventional surgical aortic valve replacement. The study population included 172 patients who were predominantly male with a mean age of 76.5 years old. Multiple manufacturer¿s devices were implanted in the study population; transcatheter patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve and surgical patients were implanted with a medtronic hancock or hancock ultra bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all transcatheter patients, clinical observations included: myocardial infarction, major bleeding or vascular complication, arrhythmia requiring permanent pacemaker implant, and stroke. Among all surgical patients, clinical observations included: myocardial infarction, major bleeding or vascular complication, arrhythmia requiring permanent pacemaker implant, stroke and valve reintervention. No further information was provided pertaining to medtronic products.